Event description:
After the uterus was removed during a vaginal hysterectomy procedure, the surgeon observed bleeding on the lower pedicles and on the ovarian artery. Sutures were used to effect a seal. No patient harm reported.

Manufacturer narrative:
Disposable device not returned for analysis. Hospital discarded the device.